Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing extracardiac stimulation from the left ventricular (lv) lead. Lead amplitude was reduced to resolve the stimulation; however, it subsequently returned. Lead amplitude was reduced again and the pacing configuration was reprogrammed. The patient then no longer felt any stimulation. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.